Event description:
A customer reported to beckman coulter (bec) that the cap piercer leaked onto sample tubes on a unicel dxc 600i synchron access clinical system. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. The operator wore a lab coat, gloves and eye protection while operating the instrument.

Manufacturer narrative:
The customer found and removed an obstruction from the drain line. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse verified proper operation of the cap piercer and performed a previously scheduled routine maintenance procedure on the instrument. (B)(4).